Event description:
An attempt was made to use a complete se peripheral self-expanding stent system to treat a slightly calcified lesion in the iliac artery with 45% stenosis. Vessel was not tortuous. Ipsilateral procedure. The stent did not properly oppose the walls of the vessel and upon the last turn of the handle to release the final strut the stent jumped forward approximately 3cm in the artery and missed the lesion. Shaft was a 130cm shaft. The stent remains in the iliac artery. The case was completed with a balloon expandable stent. No patient injury was reported.

Manufacturer narrative:
Evaluation results: (stent malposition/ migration). (No evidence provided). (B)(4).